Manufacturer narrative:
The phosm module was giving noise and leak. A bci field service engineer (fse) replaced phosm module. The fse performed calibration and alignments. The fse primed the instrument and checked for leaks. The fse performed qc and precision. The results were within the established ranges.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from phosm (phosphorus module) on synchron lx 20 clinical system. No injury was reported and there was no effect to patients or users.